Event description:
Customer originally called to state that the lancet device is "malfunctioning" (specifics not provided). Upon review by the first level investigation unit, it was found that the lancet protruded past the end cap of the device. No accidental stick occurred. No adverse event reported. Suspect device has been returned. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.